Manufacturer narrative:
The insulin pump alarmed during the self test and the device failed to connect to the blood glucose meter due electrical component on the radio frequency board. The insulin pump was received with high idle current; the problem was isolated to the mother board. However, the insulin passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed and not saving meter readings. The insulin pump alarmed rf pic failed self-test. The customer's blood glucose was unknown. Advised customer the insulin pump will be replaced.